Event description:
It was reported that during a hepatectomy procedure, the white tissue pad inside the jaw detached during the initial usage. New instrument was opened to complete the case. There was no adverse patient consequence.